Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent, and leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The pod was received fully deployed. No timeouts or drive stalls were observed in the download data. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. Cracks were observed in the top and bottom housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.